Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they were having an issue with their pain pump and had their warning alarm go through its cycle and the ¿critical alarm went through its cycle and now the critical alarm had not worked for the past 18-21 hours or so.¿ it was noted the patient tried and tried and tried again to get into a doctor¿s office that refilled the pumps with no luck. It was also reported the patient never had their critical alarm before and since it quit on (B)(6) 2019, the patient had gotten ¿sicker and sicker.¿ the patient did not know if it was just coincidental or not, but was getting a more constant headache, body aches, and other feeling of nausea that was ¿starting to take a toll on my body.¿ the patient was feeling very concerned. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration) 4.126 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. On (B)(6) 2019 it was reported the patient was scheduled for a refill but the healthcare provider (hcp) would not have medicine until (B)(6) 2019. The patient went in for a refill on thursday last week ((B)(6) 2019). A critical alarm was heard from the pump on (B)(6) 2019 about 4:30 am repeating about every two hours. An error code 8286 occurred on (B)(6) 2019. The patient was not aware of the noncritical alarm that triggered until he looked at the personal therapy manager (ptm). It was confirmed the patient did not have any procedures or magnetic resonance imaging. The patient experienced a gradual change in therapy. The patient was getting more and more discomforting pain and it ¿grew stronger and stronger¿. The weekend was ¿rough¿ and the patient had not felt that pain since he started/got accustomed to pump therapy. The personal therapy manager (ptm) had an error code of 8254 (low reservoir). The patient was not due for a refill as the pump was just refilled and should not be alarming. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8835 lot# serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was receiving dilaudid and fentanyl via an implantable infusion pump. It was reported that the pump was alarming again like it had last month; every 15 to 30 seconds all day long. It was noted that the patient's prior healthcare provider (hcp) had gone out of business and he had an appointment scheduled for (B)(6) 2019. It was noted that the patient felt as though he needed a refill sooner than the (B)(6) and they were not using their personal therapy manager (ptm) boluses. No further complications have been reported as a result of this event.